Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is blurry. A lot of dust inside the charged couple device glass in the insertion section. There are interference waves when shaking universal cord. Component failure of universal cord. Based on the results of the investigation, it is likely the following led to the malfunction: the image has black shadows - due to a lot of dust inside the charged couple device glass, in the insertion section. The cause of the failure could not be determined. There are interference waves when shaking universal cord; this event is caused by a component failure of universal cord. A definitive root cause could not be identified for the dust inside the charged couple device or the failure of the universal cord. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the during a therapeutic lobectomy of lung lobe procedure, the subject device had an image with black shadows there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.